Event description:
It was reported to philips that the device had ipb port damage. The device was reported as being in use at the time of the event on a patient, however, there was no adverse patient impact.